Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating error code 1124 c-bit battery failure/not charging was displayed. The customer informed the remote service engineer (rse) that the v60 was intermittently displaying the 1124 error code. When the pm pcba detects a battery error, the v60 continued to ventilate and the battery charger turned off. The rse had the customer verify the firmware version, and then instructed the customer to replace the internal battery and pm pcba if needed. The customer was provided with the part information for a replacement li-ion battery (989805626941). This investigation is ongoing. It is unknown if the device was in use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response received on 28dec2022, the rse stated that they replaced the battery and this resolved the issue. Multiple gfes were attempted to clarify if the device was in or out of clinical use at the time of the reported event. No response or further information was received from the customer, so device use at the time of the event remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.